Event description:
It was reported that during a da vinci s assisted lobectomy procedure, arcing and a frayed cable were observed with the permanent cautery spatula instrument. The robotic portion of the procedure was successfully completed with no report of patient harm, adverse outcome or injury.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed charring and localized melting on the distal clevis hub and in multiple locations on the proximal clevis. The damage indicates arcing events occurred. Engineering also observed that the conductor wire has damaged insulation, which exposes the bare wire near the wire hole in the proximal clevis. One of the grip/yaw cables is frayed near the distal idler pulley, and the cable strands stick out slightly from the yaw pulley, however, the instrument is still able to move in yaw direction. The proximal clevis has a hairline crack in the axial direction, halfway between the ears. No other damage was found.